Manufacturer narrative:
MFR received info regarding a pt falling out of their bed resulting in a broken nose. Info indicates the bed was in need of service and a part was sent but dealer was unable to service the bed. The pt continued to use the bed that required service, and this resulted in the alleged incident. Nature of complaint suggests a potential service error. MDR filed based on serious injury.

Event description:
The consumer allegedly fell out of the bed and broke her nose due to an issue with the bed motor.